Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose levels. Customer's blood glucose level was 52 mg/dl. Troubleshooting was performed. Customer treated their low blood glucose via food. Customer advised they were not sure if the auto mode feature was active during the low blood glucose event. Customer advised they were stressed which may have resulted in low blood glucose levels. The insulin pump will not be returned for analysis.